Event description:
It was reported that during treatment with one unit of polyflux 14l, an external fluid leak was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available for evaluation however photos and a video were provided. The visual inspection of the provided video showed the product during treatment with water drops visible in the header area. The visual inspection of the provided photo showed the product after use with the product label. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.